Event description:
Patient came into ed for infection. Received our implant - date of implant: (B) (6) 2008, surgeon: (B) (6), catalog # 5400103, lot# 2000813450. Right frontal area. Date of explant: (B) (6)2008. Swelling in frontal area above nose. Complaining of yellow fluid on pillow upon waking. Syroma/left upper eye lid swollen shut. Patient had elevated white count 20,000. Doctor is convinced that patient's body is rejecting implants and not the fault of our product.

Manufacturer narrative:
Product has not been returned for evaluation. We are making efforts to obtain the device for investigation and will continue to do so immediately.